Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during pars plana vitrectomy surgery, an ophthalmic system had poor illumination in both ports and found issue with xenon lamp. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The company representative was able to replicate the reported event. The company representative found that there was ¿dust in the ports¿ which they attribute to the port issue. Additionally, the lamp was found to be non-conforming and was subsequently replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported ¿illumination port issue¿ is attributed to dust in the ports. However, as to how or when the dust came into the ports remains inconclusive. The root cause of the reported ¿lamp issue¿ is attributed to nonconforming lamp. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).